Event description:
A crack was found at the inner side of the grip parts of the pliers during inspection of the returned loaner kit from the hospital.

Manufacturer narrative:
Investigation in progress but not yet complete.